Manufacturer narrative:
(B)(4). Title: acute dissection of a contegra conduit: a rare mechanism of failure citation: the annals of thoracic surgery volume 90: issue 3: page 1006¿7 (doi 10.1016/j.athoracsur.2010.03.016) authors: minoo n. Kavarana, adam l. Dorfman, prachi p. Agarwal, and edward l. Bove. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that eighteen months after the implant of this pulmonary valved conduit (10 mm) (serial number not provided), the patient presented with rapid onset of congestive heart failure, increased abdominal girth, and hepatomegaly. An echocardiogram indicated severe stenosis, dilated right atrium and right ventricle, decreased right ventricular function, and decreased right ventricular pressure. A magnetic resonance imaging (MRI) indicated a dissection of the conduit wall with distal obstruction. It was reported that the separation occurred between the neo-intima from the conduit wall. The device was explanted and replaced with a pulmonary valved conduit (16 mm). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.